Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga there were issues during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: catheters (6) in november, which either do not rise

Manufacturer narrative:
Date of event: date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2164976; medical device expiration date: 30jun2025; device manufacture date:01jul2022.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga there were issues during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: catheters (6) in november, which either do not rise.